Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention where the system was explanted.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111583.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of lead a found no anomalies, setscrew engagement marks were consistent with the lead being fully inserted, and there were no opens found. The lead exhibited normal device characteristics during analysis.